Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, component fell into patient cavity and was retrieved by the doctor using grasper. There was no patient injury.